Manufacturer narrative:
(B)(4). PMA/510k status: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that during a routine placement of the ultrathane mac-loc locking loop multipurpose drainage catheter approximately 15 minutes later, while the drain was being connected to a drainage bag while the patient was still on the procedure table, the leaking at the hub of the device was noted. The customer attempted to connect the drain better by turning the drain and the hub. Ultimately, they removed the drain over a guide wire and placed a new drain quickly, but this is uncomfortable to the patient. The new drain worked properly. The complaint device has been return to the manufacturer; however, as of the date of this report, the evaluation and investigation are ongoing.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, dimensional verification, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. Clinical assessment: the cap and the hub are glued and torqued and should not rotate. Unfortunately there is no information stating where the device was placed and for what type of drainage. There is no information regarding device handling, storage or shipping. Proximal assembly leakage could potentially cause inadequate drainage resulting organ damage and resulting in severe harm. At this time, the most probable cause of this event is manufacturing related. However, device handling related causes cannot be entirely ruled out. One 8.5fr mac-loc catheter was returned in an opened and possibly used condition. Biomatter does not appear to be on the exterior of the device. The catheter tubing is wave-like. The suture is present and appears to be threaded properly. The mac-loc was returned in the locked position. There are no noticeable surface defects. The catheter tubing outer diameter was found to be within cook's manufacturing specifications, however the number of threads between the mac-loc and the hub was out of specification. A pull and twist test revealed that the hub, cap, and tubing were securely attached. A leak test was performed by clamping the end of the catheter using hemostats and flushing room temperature water through the proximal end of the device with a 20ml syringe. A leak was confirmed. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause is related to an operator manufacturing error. This failure mode has been escalated per internal processes. Additionally, retraining was conducted for the operator. The appropriate personnel have been notified, and this failure mode will continue to be trended. Per the quality engineering risk assessment, no further action is required.